Manufacturer narrative:
Complaint sample was not available for evaluation. According to our records no product is available from this lot in distribution centers to be analyzed. The entire lot had been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the liberty cycler set had a fluid leak during pd treatment. The cycler had alarmed for air detected in the cassette and treatment was discontinued. The patient reported that she had discovered the leak from a small hole and the solution was inside the liberty cycler cassette door area. Additional information received from the patient¿s pd nurse confirmed that the patient presented with peritonitis due to the reported fluid leak. The patient presented to the clinic and the pd solution was cultured. Culture results were not available, however the nurse reported the patient¿s blood count was greater than 200. The patient was treated with antibiotics ancef (cefazolin) every day for 21 days (dosage unknown) through intraperitoneal (ip) route. The patient is currently recovering. Additional information received from the patient confirmed that the complaint sample liberty cycler set had been disposed of and is not available to be returned for evaluation.